Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2014 with the following findings: a review of the pump¿s black box history revealed a ¿loss of prime¿ warning for a low non-zero force, and an unidentified "force low". The pump was exercised for 24 hours with no ¿loss of prime¿ warnings or duplicated alarms. The force sensor was found to be calibrated within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.